Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The instructions for use for the gore® dryseal flex introducer sheath warns: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular procedure to repair an aortic arch aneurysm. It was reported that there was strong resistance when a gore® dryseal sheath with hydrophilic coating was advanced from the right femoral artery. All endoprostheses were then deployed without issue. During withdrawal of the sheath, the physician reportedly felt strong resistance again. It was considered that the artery had likely ruptured. A retroperitoneal approach was taken in advance, and the sheath was totally removed from the patient. The artery from the terminal aorta to the right femoral artery was repaired with a vascular graft. The procedure was concluded. The patient tolerated the procedure.